Event description:
It was reported that the video system center had no display. The issue had occurred during colonoscopy diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
Customer address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.